Event description:
It was reported that a non-dependent patient presented in clinic experiencing phrenic nerve stimulation. Upon device interrogation, the left ventricular lead exhibited loss of capture. A fluoroscopy revealed that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2015. The patient was doing well post procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.